Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was unknown. The exact bg level was not specified; however, the cgm meter read "low." No additional details were provided for this event. Additionally, it was reported that the pump was not vibrating for alerts/alarms. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.